Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with glucose rising to 400 mg/dl and remaining above 180 mg/dl for several hours after a same-day sensor and supply change; the patient denied infusion set leakage or kinking and later replaced the infusion set (inset 23", 6 mm), after which glucose trended back into range. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management without medical intervention, no use of backup therapy, and no assistance required. Investigation included user troubleshooting and education with follow-up, review of device performance as reported by the user, and assessment of infusion set function by patient confirmation. Investigation of this case revealed hyperglycemia with unclear etiology and no confirmed device or infusion set malfunction, and resolution occurred after infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.